Event description:
It was reported that a change in therapy effect occurred. The patient experienced acute pain, her left leg had been hurting her since the day after her surgery and it went all the way up to her hip. Her lower back was starting to hurt more as well and she was having diarrhea when she ate. Now that the pump had been implanted, it seemed like the pain was increasing each day and getting worse. The pain was where they were trying to resolve the pain versus a different pain. The pain they were trying to resolve was the patient¿s lower back which ¿below my waist, like, tailbone and down my legs but my left side is horrible and it¿s still pretty bad¿. The tailbone pain was making it hard for the patient to sit in a chair. The patient had the left pain prior to the surgery but it had increased and when they would try to lie down or walk, their legs were really weak. They were weak before but now even weaker. It was more painful for the patient to lie on their right side where the pump was it was noted as well. It did seem to the patient that the pump was taking care of their upper back pain in their arm and shoulder just not the lower part. The patient called in to her health care provider (hcp) twice and the nurse told her it was normal. The patient was also having a vibration where the pump was and it felt like something was crawling under her skin. During her trial, she had 100 percent relief and now it was the opposite. The patient had an upcoming appointment on (B)(6) 2012 and was to be evaluated but had been calling to hcp and talking with the nurses who say it was normal what she was experiencing. The patient received oral percocet as well as dilaudid from the infusion device system. It was further reported the patient had received minimal pain relief since implant. They had to increase the medication twice. The symptoms continued to be in the patient¿s left and right leg and low back and the patient wanted to know if it was normal for it to ¿not be working still¿. She was still taking pain medication and was still in a lot of pain but the patient was to see her health care provider (hcp) the following wednesday and he wasn¿t going to be refilling her pain medication now. The pain was always there and was worse if they did anything. The patient ¿can¿t barely walk after I get up¿ as well. For example, when they did pool therapy, they could barely get out of the pool ¿the other day¿. She hadn¿t seen the hcp since the implant but had been seeing the hcp¿s assistant for the two increases. The hcp reportedly said the pump should be working however according to the patient it was not. It was later reported the patient¿s first pump wasn¿t helping her at all. The hcp didn¿t believe her that she was in pain with the first pump and as a result went 3 months in pain until it was time for her refill date. When the nurse came to do a refill, there was the exact same amount of medication in the pump that there was at the pump implant. This was the reason for the pump replacement it was noted. No further information including patient outcome was provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).